Manufacturer narrative:
The returned device was evaluated and received with the cannula fully deployed. The data showed that the first priming sequence ended at (B)(4) pulses and deactivation occurred at (B)(4) pulses. The needle mechanism was reset and fired properly during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing the pod between 4 and 24 hours she had a blood glucose level of 267 mg/dl and the cannula had retracted. The patient reports at 11:30 pm 90 minutes after the pod activation her blood glucose was 215 mg/dl. The patient's blood glucose history are as follows: time: 11/01 5:30 p.m., bg(mg/dl): 228; 6:00 p.m., 206; 8:30 p.m., 250; 9:40 p.m., 267.